Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call the customer was hospitalized on (B)(6) 2020 for diabetic ketoacidosis with high blood glucose of 296 mg/dl which was treated with IV insulin drip. The customer was experienced vomiting leading to admission to hospital. The customer was using the insulin pump system within 48 hours of reported high blood glucose event. The customer stated that she had been sick and wasn't eating so she wasn't giving herself as much insulin. Customer¿s current blood glucose value was 156 mg/dl. Customer stated she has treated high blood glucose with the insulin pump. The customer was assisted with turning on the bolus wizard feature. The customer using the auto mode feature at time of high blood glucose event. The insulin pump will not be returned for analysis.